Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer called the philips contact center but did not provide details as to why they called. There was no reported patient involvement.